Event description:
Medtronic received information regarding a navigation system being used in a tumor resection procedure. It was reported that the camera did not work. After replacing the camera with a prefabricated one, there were delays in patient registration and the lack of building a 3d model. The 3d model and marking points worked very slowly. There was a delay of two to three hours due to the reported issue. There was no reported impact on patient outcome. The information provided was that the "localizer faulted." The camera was replaced approximately one month prior to the reported issue, so the manufacturer representative (rep) would initially exclude battery discharge.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, ubd: unknown, UDI#: unknown. H2: additional information added to b5. H6: additional annex a codes added, and imf code added based on updated information provided in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the use of navigation was aborted. The procedure was able to be completed, but they needed to reoperate on the patient. The site did a post-operative scan and found that not all of the tumor was removed, so they made the decision to perform an additional procedure.

Manufacturer narrative:
A05: camera repair a110301: 3d model, marking points worked slowly g2: this event occurred in poland, see section e. H3, h6: the system was serviced in the field. The camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the camera after repair "fo not work." Also, 3d model and marking points worked very slowly. Neither delay nor patient impact information was provided.